Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to deliver a bolus. The customer¿s blood glucose (bg) was 220 mg/dl. The customer relaunched the mobile app, successfully completed the bolus request, and the customer continued to use the pump for insulin therapy.